Event description:
Reaction [adverse reaction]. Pain [pain]. Knee effusion [joint effusion]. Case description: spontaneous report received on 04-dec-2009 from a physician regarding a pt whose initials were unk. The pt received a synvisc-one on an unspecified date. The pt had a reaction that occurred within 24-72 hours after the injection. The pt had pain and effusion with 20-30cc of fluid aspirated. The pt had a negative culture and crystals and readily responded to an intra-articular steroid. As of the date of receipt of this report, the pt's outcome was unk. (B)(4). MFR's comment: the benefit-risk relationship off synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.